Event description:
The affiliate reported that there was a leakage on the transfer line while the 3 way stopcock was closed. As a result, the entire system was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a leak was found at the top of the drip chamber. There was no leakage found at the needless port or at the stop cocks. It is not possible to determine the root cause for the problem as these devices are quality inspected at 100% prior to distribution. During the quality inspection these devices are tested for leaks and blockages. Since the root cause could not be determined a CAPA has been opened to investigate the root cause. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.